Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the low 200s mg/dl the customer treated elevated bg levels by blousing, but acknowledged that due to illness and unfamiliarity with the pump they needed to get adjustments made to temp rate.